Event description:
It was reported that the customer experienced large air bubbles or gaps in the tandem mobi cartridge during the load sequence or tubing fill process. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue as the large air bubbles or gaps no longer existed after priming with the fill tubing feature, and they were able to resume insulin therapy.